Event description:
It was reported that a merlin.net transmission alert noted high, out of range hv lead impedance and capacitor charge time limit reached. In clinic testing resulted in a normal charge time and no alert was displayed upon interrogation. It was noted that the capacitor timeout occurred in (B)(6) 2013 during the delivery of hv shocks for mulitple vt episodes. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that programming changes were made.